Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the balloon would not inflate. There was no reported patient injury or adverse event.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one balloon opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Functionally, the dissector balloon was inflated and did not demonstrate any leaks. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The file was concluded to be tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and reassessed at that time.